Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "developed alcl".

Event description:
Healthcare professional reported a patient "developed alcl." Pathological markers confirming alcl have not been received. The affected side and device status are unknown.

Event description:
Healthcare professional later confirmed there is no report of alcl stating "just to be clear I do not have an alcl case." Previous medwatch submission noted lymphoma-alcl suspected. Upon further information, allergan safety determined that there is no malignancy.